Event description:
Problems with the phaseal system for mixing chemotherapy. White particles -plastic or rubber like- were seen floating in vials after reconstitution of chemotherapy products -cytoxan, gemzar, taxotere, velcade- as well as injectable etoposide after vial had been spiked with phaseal system. Under closer examination of phaseal protectors and injectors when manipulated without exposure to product vials, white particles could be seen again on the needles of the protector and injector on several different lots of these products. The week of use approx (B) (6) 2010 - (B) (6) 2010, though products were used prior to this week as well.